Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was confirmed via log file analysis. The heartmate 3 system controller, serial number (B)(6) , was not returned for analysis; however, a log file was submitted for review with events spanning approximately 7 days (B)(6) 2021 to (B)(6) 2021 per timestamp). Intermittent atypical low voltage advisory alarms were active on (B)(6) 2021 from 05:54:07 to 09:06:56 and on (B)(6) 2021 at 19:51:32. These alarms occurred while connected to battery power and coincided with fluctuating rsoc voltage readings on both power cables, which were not coincident with power source exchanges. The alarms cleared shortly after activating. Pump operation was not affected by these alarms. The driveline was disconnected on (B)(6) 2021 at 20:11:00 for a controller exchange. There were no other notable alarms active in the log file. Multiple good faith efforts were sent regarding product return. To date, no response has been received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage advisory and power cable disconnect alarms. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) under section 3, entitled ¿powering the system¿, describes the various ways to power the heartmate ii lvas. These sections explain how to properly switch between power sources. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device experienced low voltage advisory alarms while on battery power. A controller exchange was performed, which resolved the issue. Technical services reviewed the log file and noted several odd low voltage advisories while on battery power. There were no other unusual events recorded in the log file event history. The mcs equipment is operating as intended.